Event description:
It was reported that a pump experienced a system error 322. It was also reported that there was no pt incident or adverse event.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. System error 322 was reproduced during evaluation testing. Measurement of the spacing between the upper latch and upper latch switch was found to be out of specification at .049". The spacing should be .020". This is a contributing factor to ec 322. The spacing between the upper latch and upper latch switch was adjusted.